Event description:
Pt with history of bpd and reflux was placed on device sometime in 10/96 while in hosp. Sent home on 11/19/96 with device. Device was prescribed for 24 hr use invasively. Event occurred 12/28/96. According to pt's mother, she was watching television with the pt, noticed that the pt's chest was not rising. Device was operating. Pt was transported to hosp in cardiac arrest, and subsequently died.